Event description:
A surgeon reported that a pt experienced blurred vision and glare at night following intraocular lens (iol) implant surgery. Two weeks postoperatively, the pt was seen by another ophthalmologist who informed the pt the blurred vision was due to floaters. One month postoperatively, at another facility, the pt was diagnosed with secondary cataract and epimacular membrane, which was confirmed by optical coherence tomography (oct). The initial surgeon also confirmed this diagnosis and prescribed nepafenac eye drops. The surgeon reported the symptoms are persisting. Two months postoperatively, posterior capsule opacification (pco) was noted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints , reported in the lot number. Additional info was requested and received. (B)(4).